Manufacturer narrative:
The pump had intermittent button response due to corroded keypad trace. No button error alarms occurred. The pump was monitored and no blank display occurred. The pump was returned with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call they had frozen screen. The blood glucose at the time of the incident was 136 mg/dl. The customer states the display froze and the pump alarmed button error. Troubleshooting was discovered the pump was exposed to moisture from perspiration. The device will be returned for analysis.